Event description:
The customer reported that the battery calibration is running out of battery before calibration is complete and is beeping. There was no report of patient involvement.

Manufacturer narrative:
Pr#: (B)(4).